Event description:
It was reported the patient was feeling stimulation in the wrong location. It was stated the patient "felt something rip in their back while getting up out of bed." Afterward, the patient was feeling stimulation in his legs and up his right side to his armpit. The patient was referred to their health care provider. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2007. Product type: lead, product ID: 37752 serial# (B)(4), implanted: (B)(6) 2007. Product type: recharger, product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2007. Product type: extension, product ID: 355029, lot# n094926, implanted: (B)(6) 2007. Product type: accessory. (B)(4).

Event description:
Follow up information received from the healthcare professional reported that the cause of the event was unknown. The patient was seen in the clinic where they were reprogrammed to achieve coverage in their lower extremities. No hospitalization was required for the event.